Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. No product was received. However, an examination of the product may not conclusively confirm or disprove the report of bladder perforation. Therefore the physician's observations are accepted as such for the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the physician placed the static anchor successfully. A resident then attempted to place the dynamic anchor and pierced the bladder. Additional information received indicated the resident passed the dynamic anchor side. When the resident was scoping the patient they noticed suture in the bladder. After closer look the trocar passed through the urethra and into the bladder on the patients right side. The anchor was not visible in the patients bladder. A urologist was called in for consult and he stated to just take the suture out of bladder and cath patient to let heal. The physician cut the suture line just past the altis mesh and pulled the suture out of the bladder. The altis was removed from the patient.